Event description:
It was reported that during check out of a work order, the cardiosave intra-aortic balloon pump's (iabp) fiber optic connection port was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse investigated the broken fiber optic connection port (0012-00-1562). The fse was able to reproduce the customer¿s stated issue. The fse replaced broken port. The unit passed all functional and safety tests. Unit cleared for use. The failure analysis and testing dept. Received part number: 0012-00-1562 with a reported unit failure of a broken fiber optic connection port. The fat performed a visual inspection and found the part to have a damaged fiber optic port. See attachment. Failure is confirmed with the most probable root cause being a user operational context. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Au.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in the cardiosave intra aortic balloon pump, the fiber optic connection port was broken, there was no patient harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 medical device ¿ problem code.

Event description:
N/a